Manufacturer narrative:
(B)(4). Concomitant medical devices: metasul durom, component for acetabulum, 60/54, code t, catalog no# 0100214060 ; lot no# 2379966, versys fmt stem hatcp14mm, catalog no# 6578621420 ; lot no# 60151099. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the left side and underwent revision surgery due to infection, wear and armd.

Manufacturer narrative:
Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend considering the following event is identified: wear of acetabular component or infection. Event summary: it was reported that the patient received a left hip implant on (B)(6) 2008 and was revised on (B)(6) 2013 due to infection, osteolysis around stem, wear of acetabular component and adverse soft tissue reaction to particle debris. The issue related to stem is included in (B)(4). Therefore, this investigation only include infection, wear of acetabular component and adverse soft tissue reaction to particle debris of the durom cup. Review of received data the received njr data was reviewed. All components were removed. In the section of revision reason, the fields of malalignment, incorrect sizing and loosening were marked as no. No medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: the compatibility check between durom cup and metasul head was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. Sterilization certificate durom cup and metasul ldh were reviewed. The sterilization certificates confirmed that the products were sterilized according to the specifications. Conclusion summary: it was reported that the implants were revised after about 5 years 7 months in vivo time due to wear of acetabular component, infection and adverse soft tissue reaction to particle debris. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implants were received; therefore the condition of the components is unknown. The njr database indicated that the reason of revision did not include malalignment and incorrect sizing. The issue of adverse soft tissue reaction to particle debris of durom cup-metasul ldh metal-on-metal articulation is known and addressed in cp00000620, therefore no investigation is needed. For the infection issue, the irradiation certificate of the affected lot has been reviewed and was found to be according to specification. The gamma sterilization specification of the device certifies the suitability of sterilization.therefore, it can be excluded that an unsterile device caused the infection. Moreover, no trend on infection has been observed for this product family. Therefore, it is highly unlikely that a disadvantageous product design favoured or contributed to the infection. However, the IFU for endoprosthesis states that early or late infections are possible consequences of an implant and should be considered when implanting zimmer biomet devices. The review of quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. Futher, due to significant lack of information and the appropriate documentation, it is not possible to perform a accurate root cause analysis for wear issue. Therefore, based on the given information and the results of the investigation, we were not able to identify a specific root cause. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4)..

Event description:
No change to previously reported event.